Event description:
A report was rec'd that a pt had a pocket revision due to pain at the pocket site. The physician determined the pocket pain was procedure related and no device related. During the revision, the physician implanted a new ipg into the pt and the pt is reportedly doing well.